Event description:
Customer alleged nut and bolt either fell out or is lost from the left wheel lock. Replacement order (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model 6895, (B)(4) is approximately 8 months old. The owner's manual part number 1118394 rev b (feb-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the nut & bolt fell out of the left wheel lock. A warranty order was issued for the replacement of the left wheel lock assembly.